Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Thrombus was unable to be confirmed through this evaluation as no images were provided, and no product was returned as the patient remains ongoing on (B)(6). Review of the submitted log files found that the pump operated at the set speed without issue. Intermittent low flow alarms were captured on (B)(6) 2023. The low flow alarms were reportedly due to hypertension and aortic root thrombus and resolved with hypertension and inr management. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding outflow graft thrombus were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, hypertension, pump thrombosis, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia and thromboembolism as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 6 outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with complaints of left arm and left foot pain after 2 falls in the previous week due to lightheadedness and near syncope. The patient reported experiencing shortness of breath and palpitations on (B)(6) 2023. An x-ray of the patient¿s shoulder, elbow, and pelvis were negative. A computed tomography (CT) head scan was done with stable encephalomalacia with right middle cerebral artery distribution. A CT of the cervical spine was negative. The patient was transferred to an implanting center with low flow alarms, atrial fibrillation with rapid ventricular response, and a subtherapeutic international normalized ratio (inr). The patient¿s mean arterial pressure (map) ranged from 70 to 100. The cause of the low flow alarms was determined to be hypertension, and the patient¿s medications were adjusted, which resolved the low flow alarms. The patient had a computed tomography angiogram (cta) on (B)(6) 2023. The cta was reviewed to evaluate the outflow graft, and concern for thrombus in the outflow graft and at the aortic root. The cta reportedly demonstrated cardiomegaly, pleural effusion, atelectasis, pulmonary venous congestion, and no evidence of device thrombus. The patient was also found to have a thrombus at the aortic root on an echocardiogram taken (B)(6) 2023, which was thought to have also contributed to the low flow alarms. The patient was anticoagulated and placed on a heparin (anticoagulant) bridge. Several medications were continued or changed, including medications for treatment of hypertension, heart failure, arrhythmia, and low inr. Following the medication changes and continuations, the patient¿s lactate dehydrogenase was trending down, and the patient¿s inr was therapeutic. The patient¿s arrhythmia resolved with medication. It was noted that the patient had an implantable cardioverter defibrillator (ICD) implanted prior to left ventricular assist device (lvad) implant. The arrhythmia was not thought to be device related. The patient was in stable condition with no acute complaints as of (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted with atrial fibrillation with rapid ventricular rate (a-fib rvr), subtherapeutic inr, and low flow alarms. Their mean arterial pressure was ranging from 70-100. The log review captured multiple strings of low flows as mentioned where the low flow estimator dropped below 2.5 lpm during the ~2hr length of the file. The pump was seeing a reduction in blood volume. Additional information stated that the patient was hypertension at time of having low flows and medication was adjusted. The patient was also found to have thrombus at aortic root on echocardiogram (echo). Inr was 1.14 on admission. The patient was anticoagulated and placed on heparin bridge. The low flow alarms resolved. The patient presented to ah (B)(6) originally with complaints of left arm and left foot pain after having 2 falls in the last week. The patient attributed both falls to lightheadedness and near syncope and states that on (B)(6) 2023; they began having shortness of breath (sob) and palpitations. The patient decided to go into the emergency department (ed). Xray of her left shoulder, elbow, and pelvis were completed and were negative. Computed tomography (CT) head was done which revealed stable encephalomalacia with right middle cerebral artery (mca) distribution. CT cervical spine was negative. The patient was transferred to advent health orlando (aho) for management of their lvad. The patient was at the time in stable condition here with no acute complaints. It was unknown if the patient has a history of arrhythmia pre-lvad. The arrhythmia was not device related. ICD was implanted on (B)(6) 2017. The arrhythmia resolved with patient being on amiodarone. The patient was treated with medications: continue current lvad setting, 5200rpm, flow 3.3. Give 500ns bolus over 10 hours. Continue spironolactone 25mg po qd. Continue nebivolol 5mg every day (no donor characteristic of this bb which may be better for the excessive bp). Stop lisinopril 40mg po every day. Start hydralazine 100mg p.o. For 2 doses (hold for map <70). Start entresto 49/51 1 tab bid tomorrow. Continue amlodipine 10mg po qd. Continue dipyridamole 100mg tid. Continue amiodarone 200ng daily. Continue rosuvastatin. Continue venlafaxine at 150mg every day. Increase warfarin 2mg to 3mg po daily. Inr 2.29 (trending down). Reviewed cta to evaluate outflow graft and concern thrombus in the outflow graft and at the aortic root (also see the thrombus above the aortic valve on echo). Ivf helped reduce lfa, ldh trending down, inr therapeutic now the patient will follow up with (B)(6) upon discharge. Medical team were simplifying the patient's medication regimen so that only needs to take meds at 2 designated times during the day: morning and evening.